Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a service required message occurred during the use of a ventilator. The customer alleges the patient was unable to exhale, ventilation parameters changed, the patient became cyanotic, and was hospitalized. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.